Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analyst confirmed prior low left ventricular (lv) lead impedance. There is no new save-to-disk information available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert occurred for low left ventricular (lv) lead impedance. Interrogation at the clinic showed "normal readings." Measurements since that time were stable until two weeks later when another alert occurred for low lv lead impedance. Initial interrogation at the clinic showed low impedance, but subsequent interrogations showed "normal readings." The lv lead remains in use and the facility is monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected lower range. The minimum lv pace impedance falls from 665 ohm the week ending (B)(6) 2014 to 19 ohm the week ending (B)(6) 2014. Analysis of the device memory indicated a lead impedance out of range alert. An out of trend subthreshold lead impedance alert occurred on (B)(6) 2014.

Event description:
It was later reported that a single low left ventricular (lv) lead impedance again occurred. The lv lead remains in use and the physician continues to monitor the lead. No patient complications have been reported as a result of this event.